Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One femoral impactor is chipped and one femoral impactor has come apart. One screw is stripped.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices confirmed the reported event of impactor damage/fracture. Previous investigations for damaged screws and damaged/fractured impactors found the root causes are being attributed to wear out and possible misuse. The root cause is attributed to product wear our and possible misuse based on examination of the returned devices. Based on product wear out and possible misuse as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.